Event description:
The customer reported via phone call that the insulin pump has reoccurring no delivery alarms during bolus basal rates and fixed prime. Blood glucose value was 320 mg/dl. Reservoir was not empty. Customer stated that the alarm occurred with 5 sets. Customer was unable to troubleshoot due to not having any sets and insisted in getting the insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.